Event description:
It was reported that patients midline incision was not fully healed. It was noted that device was eroded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12000 model: sc-1200 serial: (B)(6). Batch: 377625.

Event description:
It was reported that patients midline incision was not fully healed. It was noted that device was eroded. Additional information was received that patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and will not be return as it was discarded. It was noted that patient also was not able to get enough pain relief.